Event description:
It is reported that there was disruption of the catheter inside the cuff. Additional information: the facility reports that the catheter break occurred inside the suture wing abut that it was a subcutaneous break. The catheter did not embolize into the patient.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr )of (B)(4) showed no other similar product complaint(s) from this lot number.